Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of edema, erythema, ovarian adhesion, heavy periods, pelvic adhesions, polycystic ovarian syndrome, hypertension, endometriosis, parity 2, gravida ii, menopause, non-insulin-dependent diabetes mellitus, dyspareunia, ovarian cyst and pelvic pain on (B)(6) 2022, painful periods, adenomyosis, nabothian cyst and endometrial disorder in 2020 and obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she underwent essure medical device removal (seriousness criterion intervention required) by surgery (total laparoscopic hysterectomy with bilateral salpingectomy,cautery of endometriosis,adhesiolysis,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.024 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus: cervix: nabothian cysts. Endometrium: proliferative. Myometrium: adenomyosis. Serosa: no pathologic diagnosis. Fallopian tubes, bilateral: medical device clinical information: heavy painful period left fallopian tube: 6.2 cm in length x 0.8 cm in diameter, dilated fimbriae with a mildly erythematous pinpoint lumen with essure coiled metallic device right fallopian tube: 7.3 cm in length x 0.8 cm in diameter gray-red fimbriae and pinpoint lumen with coiled metallic essure device. Additional findings : none; on (B)(6) 2022: a. Pelvic adhesions, excision: benign fibrous adhesions. B. Pelvic washings, cytology: no malignant cells seen. C. Appendix, laparoscopic appendectomy: - mild acute appenditis. D. Bilateral ovaries and tubes, bilateral salpingo-oophorectom ovary 1: no histopathologic abnormality. Ovary 2: benign physiologic cysts specimen : adhesion : pelvic adhesion washing : pelvic washing appendix incidental overy and tube : bilateral overy and tube quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of edema, erythema, ovarian adhesion, heavy periods, pelvic adhesions, polycystic ovarian syndrome, hypertension, endometriosis, parity 2, gravida ii, menopause, non-insulin-dependent diabetes mellitus, dyspareunia, ovarian cyst and pelvic pain on (B)(6) 2022, painful periods, adenomyosis, nabothian cyst and endometrial disorder in 2020 and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,cautery of endometriosis,adhesiolysis,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.024 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus: cervix: nabothian cysts. Endometrium: proliferative. Myometrium: adenomyosis. Serosa: no pathologic diagnosis. Fallopian tubes, bilateral: medical device. Clinical information: heavy painful period. Left fallopian tube: 6.2 cm in length x 0.8 cm in diameter, dilated fimbriae with a mildly erythematous. Pinpoint lumen with essure coiled metallic device. Right fallopian tube: 7.3 cm in length x 0.8 cm in diameter gray-red fimbriae and pinpoint lumen with coiled metallic essure device. Additional findings : none; on (B)(6) 2022: a. Pelvic adhesions, excision: benign fibrous adhesions. B. Pelvic washings, cytology: no malignant cells seen. C. Appendix, laparoscopic appendectomy: - mild acute appenditis. D. Bilateral ovaries and tubes, bilateral salpingo-oophorectom. Ovary 1: no histopathologic abnormality. Ovary 2: benign physiologic cysts. Specimen : adhesion : pelvic adhesion. Washing : pelvic washing. Appendix incidental. Overy and tube : bilateral overy and tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.